Manufacturer narrative:
The event of lymphoma, and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "alcl.", seroma-late, and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an left side case of alcl, "intracapsular rupture", and "periprosthetic fluid". No pathological markers reported. Device remains implanted.